Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the changeout of the device, when the lead was connected to the new device there was resistance while inserting it into the connector port and noise was observed once it was connected. The lead was reconnected and resistance was felt again. The port was wiped, air aspiration performed and the setscrew was checked and the lead would still not insert fully into the port. The lead could be inserted into the old device and was attempted once again to be connected to the new device and could not be pushed into the connector. A new device was then used and the lead was connected with some resistance. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.returned product analysis was performed and no anomalies were found.